Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter had a power issue ¿ meter does not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred at an unspecified time on (B)(6) 2015. The patient manages their diabetes with insulin pump therapy and in response to the alleged product issue the patient claims to have eaten more food and/or drink between (B)(6) 2015. An unspecified period of time after the alleged issue started the patient stated that they developed the symptom of ¿excessive urination¿, but denied receiving any form of treatment as a result of this symptom. At the time of troubleshooting the cca noted that there was no misuse of the product and the issue could not be resolved. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.